Manufacturer narrative:
The technical solution center (tsc) determined that the cause of the discordant elevated prothrombin time (pt) result on the sysmex ca-660 coagulation analyzer was due to poor sample handling by the customer. The customer failed to properly mix the sample prior to introducing it to the sysmex ca-660 coagulation analyzer. Once the initial sample was properly handled, the customer obtained results within the expected patient range. This was a sample specific issue. Tsc informed the customer that inverting sample tubes improperly can cause anticoagulants to be distributed unevenly, which may cause discordant results. The customer will document in her policy that samples must be checked for clots, re-mixed and re-spun when results are questionable. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A patient sample was initially run from a primary tube on the sysmex ca-660 coagulation analyzer and resulted in a "no coagulation" flag. The same patient sample was pipetted into a sample cup and re-run on the same sysmex ca-660 coagulation analyzer system. The sample was neither checked for clots nor re-spun. A discordant, falsely elevated prothrombin time (pt) result was obtained. The discordant, falsely elevated pt result was reported to the physician, who questioned the result. The patient blood was re-drawn on the following day and run on the same sysmex ca-660 coagulation analyzer. The result recovered within the expected patient range. The original patient sample was re-spun and re-run. The result obtained from the original sample was within the expected patient range. The re-run result was reported to the physician. There are no known reports of adverse patient intervention or adverse health consequences due to the discordant, falsely elevated pt results.